Event description:
In 2008, the pt reported his insulin infusion sets are not properly adhering. He stated that five days prior, and on several other occasions his infusion set came off. He said all the sets were from the same box, but could not verify the lot number or expiration date as he was at work. The pt stated he uses IV prep wipes and inserts his infusion sets into clean skin. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.